Event description:
Acct reports that the solution of cisplatin and mannitol in normal saline leaked from the intravenous set during administration of fluid. The source of the leak appeared to be from the inline filter. Intravenous solution was prepared in the pharmacy. Intravenous set was primed and attached to the bag in the pharmacy. No intravenous set defects of leaking was detected in the pharmacy. No samples available.